Manufacturer narrative:
(B)(4). This complaint was confirmed based on information provided by the customer. Patient described a partial swap out of supplies (use error) by replacing the patient line extension set during therapy. There is not enough information to determine the cause of the use error. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Event description:
The customer contacted baxter's service center for troubleshooting assistance of a check drain line alarm, which occurred on the homechoice (hc) during drain 3 of 5. The home patient (hp) said that they changed the patient line extension during the drain cycle. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, baxter product surveillance contacted the registered nurse (rn). The rn was informed that the replaced their patient extension line during therapy. The rn would speak to the hp. The rn stated the hp has been performing therapy successfully and has had no injury or medical intervention from this incident.

Manufacturer narrative:
(B)(4). This complaint for use error - user failed to follow therapy steps was confirmed. The cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.